Manufacturer narrative:
(B)(4). Upon receipt the battery cartridge was visually inspected. There were trace amounts of a bluish/white powdery deposit on the led nose guard. For functional testing, the device was connected to a matched charging unit. A steady red led light illuminated indicating battery charging was taking place. Further investigation included exposing the battery contact plate and the led contact spring loaded pins. Heavy deposits of corrosion were discovered. This corrosion is indicative of leaking/defective battery. Leaking/defective batteries will not charge properly. Based on the lot number of the device received, 1536v3, it is noted the 18 month warranty period has expired. The complaint is confirmed. Based on the investigation, operational context caused or contributed to this event. The device is at its end of life. Corrective action is not required.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected during functional testing. There was no reported patient involvement.